Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information and/or investigation results become available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox option, head, xl, 48/+7, taper 12/14 on (B)(6) 2014. It was also reported that patient experience squeaking noise when moving. This patient has bilateral hip replacement, the other side was reported under (B)(4) (MFR 9613350-2016-00492). It is unknown, where the noise comes from, therefore two complaints were opened. Since the occurrence date is unknown, the awareness date was taken as occurrence date.

Manufacturer narrative:
It was reported that the patient was implanted a biolox option, head, xl, 48/+7, taper 12/14 on (B)(6) 2014. It was also reported that patient experience squeaking noise when moving. A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. No trend identified. The compatibility check was performed and showed that the product combination was approved by zimmer. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Root cause determination using dfmea: wear (between head-liner) due to damaged surface during reduction leads to wear => possible: product cannot be analyzed because still implanted. Moreover, no patient medical data, no surgical report or x-rays were received. Wear (between head-liner) due to excessive wear due to material pairing => not possible: the combination was approved by zimmer. Moreover, the material compatibility specification certifies the suitability of the material and the documents of material for lot 2720517 indicate that there was no material fault. Wear (between head-liner) due to third body wear => possible: product cannot be analyzed because it is still implanted. Moreover, no patient medical data received. No surgical report or x-rays received line 48 : wear (between head-liner) due to excessive wear due to clearance between head and liner => possible: product cannot be analyzed because still implanted. Moreover, no patient medical data, no surgical report or x-rays were received. High wear, head fracture due to wrong raw material selection => not possible: the material compatibility specification certifies the suitability of the material and the documents of material for lot 2720517 indicate that there was no material fault. Increased wear due to wrong surface finish => possible: product cannot be analyzed because it is still implanted. Moreover, no patient medical data, no surgical report or x-rays were received. Increased wear due to wrong diameter, sphericity => possible: product cannot be analyzed because it is still implanted. Moreover, no patient medical data, no surgical report or x-rays were received. It is possible that device malpositioning or third body are located in the articulation. However, without the product, surgical reports and x-rays , it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).